Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument could not be opened intraoperatively after two attempts despite restarting. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The procedure being performed was a laparoscopic sigma. The surgical task being performed with the instrument when the issue occurred was the resection of the sigmoid mesocolon and after only two activations with the device, the vessel sealer could no longer be opened. The issue with the instrument did not occur after a system fault. The target tissue was the sigmoid mesocolon. The jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue, and no unexpected tissue removal occurred. There was no bleeding. The procedure was completed robotically by opening a new vessel sealer.